Event description:
It was reported that during a meal announcement with the ilet, the device issued an occlusion alert and insulin delivery paused; the patient selected resume and delivery restarted, and the agent clarified that an occlusion during a meal announcement results in the remaining meal dose not being delivered, effectively canceling the meal announcement; the patient experienced elevated glucose and planned a standard lunch announcement thereafter. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of the information provided. Investigation of this case revealed no device problem found, with the reported issue characterized as lack of effect and the device component not further specified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.